Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01514.

Event description:
It is alleged that the patient received an unknown cook filter on (B)(6) 2015. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.